Event description:
The pt stopped ocs after (B) (6) 2008 menses, used condoms. On (B) (6) 2009 seen for ucg (-) result. Correct usage of bc m counseling. Ucg (B) (6) 2009. Dates of use: (B) (6) 2008 - (B) (6) 2009. Diagnosis or reason for use: family planning.